Event description:
On (B)(6) 2003, the pt was implanted with three gore excluder bifurcated endoprostheses. On (B)(6) 2007, the pt was implanted with a gore excluder aaa endoprosthesis contralateral leg component to treat a distal type I endoleak. No further info is available.

Manufacturer narrative:
Please note add¿l devices implanted and related to this event: (B)(4), (B)(4). Results ¿ a review of the mfg paperwork is being conducted.